Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, dim and discolored display issue and keypad contamination issue. This report is made based on results of the investigation performed on 07/10/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings: evaluation revealed a battery compartment crack. Investigation revealed that the display screen was dim and discolored. The keypad was found to be peeling. Evaluation revealed that all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. The bolus button cover was torn and responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).